Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. D06938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding / other"), colitis ulcerative ("ulcerative colitis"), abdominal pain ("abdominal pain"), back pain ("back pain / other pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy reaction nos"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), proctitis ("proctitis"), proctalgia ("rectum pain") and large intestinal haemorrhage ("bleeding from colon") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, colitis ulcerative, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, headache, nausea, weight decreased and proctalgia had resolved and the proctitis and large intestinal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, colitis ulcerative, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, large intestinal haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, proctalgia, proctitis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping) pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, genital bleeding, allergy and ulcerative colitis. Discrepancy noted: date(s) of insertion: (B)(6) 2015, date(s) of removal: (B)(6) 2017 on the right there were 2 coils seen after deployment, and on the left there were 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number:d06938 ,production date 2014-09-05 expiration date 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain'), genital haemorrhage ('general abnormal bleeding / other') and colitis ulcerative ('ulcerative colitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), colitis ulcerative (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain / other pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy reaction nos"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches") and nausea ("nausea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, colitis ulcerative, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, headache, nausea and weight decreased had resolved. The reporter considered abdominal pain, alopecia, back pain, colitis ulcerative, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping) pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, genital bleeding, allergy and ulcerative colitis. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: this case was become incident. Event injury was updated as dysmenorrhea (cramping), chronic pelvic pain, chronic abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, genital bleeding, allergy reaction nos, ulcerative colitis, urinary problems, fatigue, gi conditions, hair loss, headaches, nausea and weight loss. Patient date of birth, lab data, essure removal date and treatment details added. Essure insertion date was updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female / chronic pain') in an adult female patient who had essure (batch no. D06938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding / other"), colitis ulcerative ("ulcerative colitis"), abdominal pain ("abdominal pain"), back pain ("back pain / other pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), iron deficiency anaemia ("anemia"), hypersensitivity ("allergy reaction nos"), urinary tract disorder ("urinary problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), proctitis ("proctitis"), proctalgia ("rectum pain") and large intestinal haemorrhage ("bleeding from colon") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgery to essure removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, colitis ulcerative, abdominal pain, back pain, dysmenorrhoea, menorrhagia, metrorrhagia, iron deficiency anaemia, hypersensitivity, urinary tract disorder, fatigue, gastrointestinal disorder, alopecia, headache, nausea, weight decreased and proctalgia had resolved and the proctitis and large intestinal haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, colitis ulcerative, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, iron deficiency anaemia, large intestinal haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, proctalgia, proctitis, urinary tract disorder and weight decreased to be related to essure. The reporter commented: she received treatment for the following events chronic, dysmenorrhea (cramping) pelvic/abdominal, back, other, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), anemia, genital bleeding, allergy and ulcerative colitis. Discrepancy noted: date(s) of insertion: sep2015, date(s) of removal: mar2017 on the right there were 2 coils seen after deployment, and on the left there were 4 coils seen. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion. Imaging procedure - on (B)(6) 2016: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: proctitis,, rectum pain and bleeding from colon were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.